Event description:
It was reported that the health care professional (hcp) requested a review of the presenting electrogram (egm) for the patient with this left ventricular (lv) lead. Technical services (ts) provided a review noting a morphology change every 5th beat which could be intermitted (lv) lead loss of capture (loc) or fusion beats. A review of the daily trend revealed a stable threshold. The patient will be called for further in clinic evaluation. This lv lead remains in service. No adverse patient effects were reported. Additional information was received, the patient will be brought into clinic in order to perform reprogramming and change capture vectors for appropriate capture. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) requested a review of the presenting electrogram (egm) for the patient with this left ventricular (lv) lead. Technical services (ts) provided a review noting a morphology change every 5th beat which could be intermitted (lv) lead loss of capture (loc) or fusion beats. A review of the daily trend revealed a stable threshold. The patient will be called for further in clinic evaluation. This lv lead remains in service. No adverse patient effects were reported.